Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented with complaints of a twitching stomach and shortness of breath. The threshold of the left ventricular (lv) lead was noted to have risen from 0.75 volts to 8 volts and an echocardiogram showed a pericardial effusion. The lv lead was explanted and since there was no other target vein the patient was referred for a surgical epicardial lv lead. No further patient complications have been reported as a result of this event.